Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No ramping numbers were noted. The pump also had a cracked display window corner, and cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump was alarmed battery out limit and the keypad is unresponsive. Customer stated the bolus amounts continue to scroll on the display screen without user input. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).